Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 5063273/5091894.

Event description:
It was reported that the patients ipg was no longer working as intended. It was also reported that the patient experienced inadequate stimulation due to lead migration. The patient underwent a revision procedure wherein the ipg was replaced with a magnetic resonance imaging (MRI) capable one, and one of the leads was relocated. The patient was doing well postoperatively and the explanted ipg will not be returned per facility policy.